Event description:
The customer reported that the drive support cap was protruded. The blood glucose reading was 180mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with missing end cap sticker. The insulin pump received with scratched lcd window. Unable to prime the insulin pump during the prime test due to cracked end cap. The drive support disk was inspected and no anomaly was noted.